Manufacturer narrative:
(B)(4). Reporter¿s phone number:(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearing was not functioning and was defective on the battery handpiece device. It was further determined that the trauma recon system ¿trs¿ made noise and became hot. It was observed that the needle bearing was stiff. It was further determined that the device failed pretest for check the rotation of the saw head, check the saw head¿s locking mechanism and check the saw blade coupling. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.